Event description:
Dealer stated that the (B)(4) portable concentrator shuts down with no alarm when setting on 4 or 5 liters. When unit is set on 3 liter it works for 15 minutes then alarms and shuts down.